Manufacturer narrative:
The investigation conclusion code was updated. No product was received for investigation. As no product was returned, the cause of the event could not be determined.

Manufacturer narrative:
Section e3, occupation is patient/consumer. The meter serial number was (B)(6). The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable inr results with a coaguchek xs meter. On (B)(6) 2025, the meter result was reportedly >8.0 inr. The patient went to the emergency room (ER) for a confirmation test. The result from an unknown laboratory method was reportedly 4.0 inr. The timeframe between tests was not provided. The patient¿s therapeutic range is not known. The patient¿s inr should reportedly be no higher than 4.0 inr.